Manufacturer narrative:
A manufacturer representative went to the site to test the navigation system. It was reported that the axiem portable system and the external axiem pwr/data cable were replaced. A full system checkout was preformed after the part replacement and all tests passed. The axiem portable system and the external axiem pwr/data cable were returned. After physical examination and functional testing no failure was found with the axiem portable system. It was found that there was an electrical issue with the axiem pwr/data cable. No manufacture date was available.

Event description:
Medtronic received information regarding a navigation system outside of procedure. It was reported that, ¿the emitter was unable to be on-line though the em box.¿ no patient was present.

Manufacturer narrative:
Device manufacturing date provided.